Event description:
No blood glucose levels reported. The mother of the customer reported repeatedly encountering a lot of air bubbles in the insulin pump despite repeated troubleshooting. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Unable to prime during prime/a33 alarm test due to loose/protruded drive support disk. Unable to perform occlusion, excessive no delivery alarm test and basic occlusion test due to prime anomaly. However no air bubbles noted in test reservoir during prime testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).